Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that k-wires were found to be partially discolored. This problem was detected before a procedure. Wires presented remains of oxide. Lot numbers cannot be provided because the hospital stocks wires together. Wires were stocked in a sterile pouch over several months. It is reported that discoloration is only present on one side of the wires and can be easily removed with a brush. This is 3 of 5 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates the wires have a slight brownish discoloration on one side. As mentioned above the wires have just on one side the complained discoloration and this coloration can be removed with a brush. According to the complaint description the wires were stored in a sterile pouch from the hospital over several months. This let us assume that the wires were not packed completely dry, which can have an influence chromium oxide layer and can lead to contact corrosion. No manufacturing related fault could be detected.